Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed for vibration. During repair, it was observed that the bearings were worn out and loose creating vibration. It was further determined that the failure was caused by worn out bearings. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was discovered that the attachment device was not working properly. During in-house engineering evaluation, it was observed that the device failed for vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.